Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The product support engineer provided the customer with the parts for the flow sensor assembly for replacement. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing performance verification test; air flow testing with high readings. There was no patient involvement reported.